Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor was received with corrosion, cracked case at display window corners and severely scratched lcd window.

Event description:
The customer reported via phone call indicating moisture damage on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer stated that he was on vacation in (B)(6) and few days ago and got water on the pump. The customer stated that the buttons are not working and there is nothing displayed on the screen. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.